Event description:
The customer reported being hospitalized due to ketones and high blood glucose over 500 mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer stated that she changes the infusion set to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. A tubing clamp was not available to perform the high pressure test. The customer's most recent glucose reading was 320 mg/dl, and she has treated with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.